Manufacturer narrative:
Block b3: exact date unknown, event occurred five days prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) /(B)(6) /(B)(6) /(B)(6). Batch: 240791/241380/229883/a46875.

Event description:
It was reported that the patients wound at the implantable pulse generator (ipg) site had opened up and the ipg was visible in the pocket. It was noted that it started with a small opening with fluid discharge. The patient was prescribed antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well post operatively. The explanted devices were kept by the medical facility.